Manufacturer narrative:
Concomitant medical products: 7740-45, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked when they were not in ventricular tachycardia (vt) or ventricular fibrillation (vf). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device delivered an inappropriate shock for atrial fibrillation (af) with a rapid ventricular response. The patient's medication was adjusted and no device reprogramming was done.